Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the initial implant, the atrial lead implant was attempted, but not successful. The physician had a difficult time getting the lead to "catch on anything in the atrium". The lead was removed and replaced with an active fixation lead. No patient complications were reported as a result of this event.